Event description:
During a procedure on the right sfa, the physician was advancing the silverhawk lx-m over the wire through another stent. It was difficult to advance and activate the cutter. The physician removed the device. No injury to the pt reported. Examination of the returned silverhawk device exhibited a coiled section of the stent.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.